Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 500:320:654:0000 was discovered and confirmed in the pump's event history during product evaluation. This condition was caused by a defective front bezel. The front bezel was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 500:320:654:0000, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.